Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
Reporter indicated, a pt had high lead impedance readings with vns diagnostics testing at an office visit. The vns was disabled. X-rays were received and reviewed by the manufacturer. No obvious lead anomalies were visualized. The lead pin was fully inserted into the generator header, ruling out a pin issue and making a lead fracture more likely. The pt has had no trauma and does not manipulate the vns. Vns replacement surgery is likely.